Manufacturer narrative:
MFR report 3003721894-2016-00095 is associated with argus case (B)(4), super poligrip.

Event description:
Allergic reaction [allergic reaction]. Case description: this case was reported by a dentist via sales rep and described the occurrence of allergic reaction in a (B)(6) female patient who received gsk denture adhesive (formulation unknown) (super poligrip) cream (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started super poligrip. On an unknown date, an unknown time after starting super poligrip, the patient experienced allergic reaction (serious criteria clinically significant/intervention required). On an unknown date, the outcome of the allergic reaction was recovered/resolved. Additional details, the dentist stated that her patient had an allergic reaction to super poligrip and had to go to the emergency room at the hospital. Super poligrip was discontinued. (Dechallenge was positive).